Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('I just went yesterday it's not that bad except still in pain / abdominal pain wrapping all the way around to lower back') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), procedural pain ("I just went yesterday it's not that bad except still in pain"), endometriosis ("endometriosis"), migraine ("migraines"), dizziness ("lightheadedness / dizziness"), asthenia ("weak"), fatigue ("tired") and amenorrhoea ("I went 3 1/2 years with no cycle"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, procedural pain, endometriosis, migraine, dizziness, asthenia, fatigue and amenorrhoea outcome was unknown. The reporter considered abdominal pain, amenorrhoea, asthenia, dizziness, endometriosis, fatigue, migraine and procedural pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media :procedural pain, abdominal pain, endometriosis, migraines, dizziness, asthenia, fatigue, amenorrhoea most recent follow-up information incorporated above includes: on 9-dec-2019: social media report received : events- "endometriosis, migraine, lightheadedness, weak, tired, I went 3 1/2 years with no cycle" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I just went yesterday it's not that bad except still in pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("I just went yesterday it's not that bad except still in pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and procedural pain outcome was unknown. The reporter considered medical device removal and procedural pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media :medical device removal and procedural pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.